Event description:
Based on the initial info, received on [04-nov- 2010], the case was considered non-serious as it did not fulfill any seriousness criteria. Based on the add'l info received on [(B)(4) 2011] case became serious (due to surgical intervention)], the case was reassessed as serious. The below narrative includes an initial report received from a physician on 04-nov-2010 plus subsequent follow up: a (B)(6) pt (at the time of the event) received treatment with poly-l-lactic acid (sculptra aesthetic, lot# and exp date unknown) in (B)(6) 2008 and the same month, developed multiple nodules in her hands, experienced fever and swollen, red hands that were very painful. Treatment included prednisone taper for 5 days starting on (B)(6) 2008. Treatment measures included saline injections and kenalog injections. Some of the nodules were surgically excised on (B)(6) 2010 and (B)(6) 2011 but some of the smaller ones were not. The outcome of the nodules which were not excised was not recovered. No concomitant medications or medical history reported. No further info reported. Additional info for poly-l-lactic acid injectable (sculptra) (lot number/expiration date unknown) from product technical complaint report case ID (B)(4) dated 02-dec-2010, received by (B)(4) on 02-dec-2010: batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in USA. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable. Additional info received from the physician's office on (B)(4)2011. Pt initials and date of birth provided. Product administration date, event onset, description, treatment measures, and outcome provided.